Event description:
"Caller alleged discrepant accuracy results compared with another meter. Results as follows:" date: (B)(6) 2012, inratio2: 4.9, venous meter: 2.2. Time elapsed between each method of testing is five minutes. Patient's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test result with venous lab result provided by end-user at the time the complaint was filed: date: (B)(6) 2012, inratio: 4.9, reference: 2.2, mean: 3.55, confidence limits: 2.0-5.0. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported strips are at times left outside in high heat when delivered. Per product user guide, storage and handling instruction, "store strips at room temperature 2 degrees to 32 degrees celsius (35 degrees to 90 degrees f) until expired. (B)(4). Corrective action is not required at this time.